Event description:
The customer reported a leak at the top left corner of the plasma bag during processing. Patient information is not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Event description:
The customer declined to provide the patient's information. No medical intervention was required for this event.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Part evaluation: the disposable set was received. There was a 3cm slice at the top perimeter weld on the non-label side of the bag. The tear is right on the weld. The bag was evaluated and found to be manufactured correctly. All bags are 100% leak tested during manufacturing. Root cause: a definitive root cause could not be determined. Based on the evaluation of the bag, the likely conclusion is that the bag was damaged during customer handling or processing.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was unavailable for evaluation. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. Historically bag leaks can occur due to an error in the rf welding so that a perimeter or tube/adapter leak occurs, a leak at a bonded connection, an error in the vinyl of the bag so that a hole is present, or damage to the bag related to handling during manufacturing/by the customer.